Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. (B)(4).

Event description:
It was reported that the device did not recognize that a supra-ventricular tachycardia was present and the patient received an inappropriate shock. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.